Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose of 25.9 mmol/l. The customer started using the insulin pump on (B)(6) 2015. Customer tried to give a bolus to treat but the insulin pump alarmed no delivery. The customer did not know what to do and just kept trying to give a correction bolus. Customer stated he was not aware that he had to change the infusion set or call for assistance. The customer also stated he was not told he could treat with a manual injection if the insulin pump was not delivering. The customer ended up in the hospital on (B)(6) 2015 with diabetic ketoacidosis. The customer has been released but stated he might have damaged his kidneys due to this incident and refused to use the insulin pump.